Manufacturer narrative:
The subject device was returned to olympus for investigation. The loop didn't get caught in the cutter of the subject device. Therefore this phenomenon was not confirmed. After measuring the dimensions of part of the cutter and loop tray, there was no abnormality. As the result of checking the manufacturing record of the same lot number that was inferred from a delivery date, nothing abnormal detected. Olympus assumes that since the loop was not positioned correctly on the loop tray, the loop wasn't cut and got stuck in the cutter. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The doctor attempted to cut a loop but it was stuck in the cutter. The doctor could not temporarily withdraw the subject device from the patient. The doctor cut the insertion portion with a nipper and he could withdraw the device from the patient. After that, he completed the procedure with a spare device. There was no report of patient injury regarding this report.